Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not see drips while fill tubing. Customer reported an elevated blood glucose (bg) level in the 300s (mg/dl) and delivered a manual injection. During troubleshooting with tandem's technical support, the customer noticed that the luer lock connection was crooked. The customer straightened the luer lock and changed tubing.